Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high flow insufflation unit insufflator not working properly. Upon onsite inspection, it was found that the pressure is not building in the cavity and not getting maintend. The issue occurred during setup for a therapeutic laparoscopic nephrectomy. There were no reports of patient harm.